Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was fist visually inspected which found no defects or abnormalities. Next, they functionally tested the catheter and found the steering mechanism functioned with no abnormal resistance noted and the tension control knob was able to lock in the position of the curve. Then they electrically tested the catheter and found the continuity was within specification, no shorts or opens were found in the catheter. Finally, they performed test ablations by connecting the catheter to a known good radio frequency ablation system. All measurements taken during the test ablation were within specification. Based on all available information boston scientific was not able to confirm the high temperature allegation in the complaint. No problem was found with the returned device.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib) using a intellanav stablepoint open-irrigated catheter's temperature was high and energization stopped. Towards the end of the procedure the temperature reached the limit of 40c and generator stopped delivering radio frequency (rf) energy. They checked if a clot had formed on the catheter, however, none was observed. When they attempted to use the catheter again the rf energy delivery stopped. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib) using a intellanav stablepoint open-irrigated catheter's temperature was high and energization stopped. Towards the end of the procedure the temperature reached the limit of 40c and generator stopped delivering radio frequency (rf) energy. They checked if a clot had formed on the catheter, however, none was observed. When they attempted to use the catheter again the rf energy delivery stopped. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.